Manufacturer narrative:
A partial lead measuring 11.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the primary cause of death was cardiopulmonary arrest with secondary cause was cardiopulmonary failure. No further information is available at this time.